Event description:
As reported: the patient has an infected sternal wire, per the cardio thoracic surgeon. The 4047 lv wire was crossing the chest/sternum at the said sternal wire due to right-sided device. A 3-4inch mid sternal incision was made & purulent drainage was present & sent for culture. A portion of the 4047 was cut, approx 36cm, and also sent to the lab for culture. The screw portion of the 4047 remains intact at the lv as well as the terminal pin of the 4047 within the device header, thus the remaining approx 18cm of the 4047 was abandoned. The device was reprogrammed to rv only.